Manufacturer narrative:
The power switch was replaced to resolve the reported issue. No report of patient involvement.

Event description:
The ge healthcare service representative reported that the unit resets on its own when the power switch cover was flipped resulting in the loss of mechanical ventilation. There was no report of patient involvement.